Event description:
It was initially reported that the patient had an increase in their pain due to one side of their body no longer not getting stimulation from their implantable neurostimulator (ins). The patient met with the manufacturer¿s representative where an impedance test showed that electrodes #0-7 had high impedances (>20,000 ohms). The patient had seen their implanting physician to let them know of the issue and a surgical revision of the lead(s) was planned. There were no further interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a complete system change was performed on the day of this report. The patient was receiving paresthesia in all of the areas of pain. While explanting the leads in order to replace them, both of the leads were either stripped or cut.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient¿s revision had not yet taken place as the patient had requested to wait ¿some time¿ before the revision. The patient still did not have effective therapy as the one lead was still unavailable to use. The patient had a follow-up appointment scheduled for (B)(6) 2014. The patient was going to allow the revision to be scheduled soon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was going to have a revision on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.